Event description:
A nurse reported that following intraocular lens (iol) implant surgery, a pt presented with a postoperative eye infection, which was confirmed to be toxic anterior segment syndrome (tass). She reported the symptoms were noted on the first day following the surgery. She did not indicate whether the device caused/contributed to the event. No further info is expected. There are five medical device reports for this event regarding the products used in the surgery. This report is for the viscoelastic that was used in the injector.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. A completed questionnaire was received on 03/19/2012. No further info is expected. (B)(4).